Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 11/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/28/2016 with the following findings: during investigation, the battery compartment was cracked below the bumper pad. Unrelated to the original complaint, the pump emitted a call service 69 alarm at power up. The call service 069 failure was written to the alarm history as a call service 087 failure. The call service 069 failure was defined as a language file corruption while retrieving the language text.